Event description:
Caller alleged discrepant results (precision). Inratio inr in last couple of weeks on same pt (B)(6). Tech services advised to check if pt on heparin or lovenox or any medication change. Discussed the possible causes for inconsistent readings. Recommend a lab draw to confirm. On (B)(6) 2009 (B)(6) is not valid. Ts tried to contact customer. No answering machine available.

Manufacturer narrative:
Inratio precision data provided by end-user lot. Tests were done more than three hours apart. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Summary: end-user reported precision discrepant test results. Investigation revealed all reported data from end-user. Comparison data was collected from different days. Test exceeded three hours there is a high possibility that the discrepancies are due to changes in the status of the pt. Further testing is not required at this time. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to return.